Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during follow-up after a prior thoracic aneurysm repair with a valiant navion stent graft, a suspected type 1a endoleak was identified and the thoracic aneurysm had grown to 80mm. Two valiant captivia stent grafts were implanted one day later to treat the ia endoleak. The graft was extended proximally and distally. This resolved the endoleak. Per the physician the cause was attribute to disease progression and aneurysm growth. No patient complications have been reported as a result of this event.